Event description:
It is reported that the device was implanted in 2006 and that post-op the pt fell. On x-rays, taken in 2009,the surgeon noticed a spiral fracture on the lateral view and when he examined the ap view better, he noticed what he believes to be separation of the plasma spray from the stem.

Manufacturer narrative:
Eval summary - the stem was not revised and the device is not available for eval. Images of the lateral and ap x-rays were provided. The pt's height, weight, and activity level are unk. The alleged plasma spray separation cannot be conclusively confirmed from the x-ray images alone. The actual device would be needed for further eval of the plasma spray coating. The spiral fracture may have been caused by the pt falling a few weeks prior to the alleged event as indicated in the reported complaint. However, the exact cause of fracture cannot be determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigations could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.